Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo this test." On (B)(6) 2019, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), psychological trauma ("psych injury"), vaginal infection ("bladder/urinary problems: vaginal infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs") and migraine ("migraine") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, rash, skin disorder, psychological trauma, vaginal infection, fatigue, alopecia, tooth disorder, migraine, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, psychological trauma, rash, skin disorder, tooth disorder, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date, it was given 2008 initially, but in current pfs (B)(6) 2019 was given. She received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, rash/skin condition, psych injury, vaginal infection, fatigue, hair loss, dental probs, migraine, weight gain, weight loss. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: pfs received: injury nos was replaced with new events- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, rash/skin condition, psych injury, vaginal infection, fatigue, hair loss, dental probs, migraine, weight gain, weight loss, plaintiff did not undergo this test. Date of insertion was updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.